Manufacturer narrative:
Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
The device was returned normal battery depletion. Initial analysis indicated that the battery appeared to be too low to charge appropriately as noted in the 45 seconds charge time measurement. The device case was opened at which time, the inability to charge was isolated to an observation of broken solder joint. Device memory shows the last capacitor reformation had occurred after explant with a charge time measurement of 45 seconds at a monitoring voltage measurement of 2.49 volts. The previous capacitor reformation had occurred prior to explant with a charge time of 27 seconds. This is evidence that the solder joint issue happened post explant. Analysis could not conclusively determine what had occurred to affect the solder joint.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. There were no allegations from the field regarding the performance of this device. Upon receipt, initial analysis determined that the device failed the right ventricular pace shock fallback test. The monitoring voltage was too low for the device to completely charge. No adverse patient effects have been reported.